Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the "c-ring support rods fell off during case." The reporter clarified that the piece did fall into the pt's leg and was retrieved using the jaws of the hemopro. The procedure was completed using another hemopro. The hospital reported no pt effects. A replacement was requested. The product was returned.